Manufacturer narrative:
The insulin pump was received with no button error alarm. The pump had no button response due to corroded keypad traces. No audio anomaly or vibrate anomaly was noted. The pump was unable to perform the displacement test, rewind, basic occlusion test, occlusion test, prime test and the excessive no delivery test due to no button response. No moisture damage was noted on electronic assembly or on motor. The pump had cracked case at display window corner, cracked battery tube threads and cracked reservoir tube lip. The pump was received without belt clip. The pump was unable to verify damage to belt clip. No damage was noted on belt clip slot. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call of low blood glucose readings and a button error on the insulin pump. The customer's blood glucose reading was 43 mg/dl. The customer treated the low readings by eating. The customer stated that the pump was pulsating and made a loud beeping noise. The customer stated that the alarmed right after the pump was exposed to moisture. The customer stated that she had the pump against her and sweated on it. The customer was advised to discontinue use of the device and revert to a backup plan per health care provider's instructions. The customer will be sent a replacement pump.